Event description:
In 2006, nellcor puritan bennett received a report of pilot line separation from a sct specialized tracheostomy tube. The caller reported after one week of use, the pilot line separated from the tracheostomy tube. The caller reported no unusual strain was exerted on the pilot line. The caller reported that replacement of the tube was required. The caller reported having a total of 4 occurrences of the same report. The caller indicated that one sample was available for evaluation, but that the others were discarded.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample associated to this report is not available for evaluation.